Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report of a pipeline device that failed to open. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm located in the right internal carotid artery, po sterior communicating artery segment with a max diameter of 5.47mm and a 4.38mm neck diameter. It was noted the patient's vessel tortuosity was moderate. Dapt (dual antiplatelet treatment) was administered with a platelet reactivity units (pru) level of 190. The a ngiographic result post procedure was normal. No images are available for review. It was reported that a ped-475-20 flow diverter stent was delivered through the phenom 27, and the tip end of the flow diverter stent was delivered to the straight segment of m1. After withdrawing the phenom 27, the tip end of the stent was deployed. Approximately 5 mm was deployed, but the tip end of the stent did not open. Further deployment with applied tension was attempted, yet the tip end still failed to open. The stent was completely retrieved into the phenom 27 and redeployed with sufficient length, the entire stent was withdrawn into the internal carotid artery. Despite overall increase and decrease in tension, the issue could not be resolved. The ped stent and phenom 27 were removed together, and a new ped-450-20 flow diverter stent was used instead, allowing the procedure to be completed successfully. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. Ancillary devices include a zenith vascular 6f-115 intermediate catheter, a phenom 27 microcatheter, and a 0.014 neuro guidewire.